Manufacturer narrative:
H10: the actual device was not returned; however, a photograph was provided for evaluation. Visual inspection did not verify the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white clamp on a 5l effluent bag was not secure enough to stop the flow of effluent collected. This resulted in a spill onto the bedside nurse. This event was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.